Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The users reported an ECG bias message. It is unknown if there was patient involvement.